Event description:
It was reported that the md was preparing the intra-aortic balloon (iab) for insertion when he found he could not vacuum a full syringe of air. As a result; the md used another iab successfully. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There was blood inside the tip of the bladder. Spring wire guide (swg) was protruding from both ends of iab. The one-way valve was attached to the lock connector. There were bends in the iab, approximately 2 cm and 6 cm from the distal tip. Flex tip assembly was stretched. Swg was removed and it showed that the flex tip was pulled from the central lumen. Slide connector and date key were attached to the yellow fiber opitix sensor (fos) cable. Fos was light level tested and failed, indicating a broken fos. Returned swg was fed thru the central lumen and exited into the bladder. A vacuum was pulled on the one-way valve and held . Iab was submerged and pressurized in water. Bubbles exited the distal tip and luer, indicating a broken central lumen. Central lumen was broken, approximately 2.5 cm from the distal tip, and fos was broken approximately 5 cm from the distal tip. Swg was measured and in specification. Swg was examined under 10x magnification and there was some flaking. Central lumen problem was determined to be caused by the stress of attempted swg removal. A DHR re-review was conducted on the iab and it met all specifications and passed all in-process testing. The root cause could not be determined. Conclusion: central lumen damge caused by stress of attempted swg removal.